Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/ nodule: unable to observe since it is not related to the device. Crease/folding of implant: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side rupture, 'abnormal nodules with signs inside the breast capsule', 'radial folds' and 'inner silicone gel touched the patient'. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, 'abnormal nodules with signs inside the breast capsule', 'radial folds' and 'inner silicone gel touched the patient'. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.